Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro closure device and a watchman fxd double curve access system (was) were selected to be used. During the procedure the physician obtained access and used a versacross connect and a was sheath to access the left atrium. A low posterior puncture was made on the septum without complications. The was sheath was advanced and then exchanged for a pigtail catheter to enter the laa. A 20 mm closure device was deployed in the appendage, meeting the position, anchor, size, and seal (pass) criteria. The activated clotting time (act) was 360 seconds, and the left atrial (la) pressure was 10 mmhg. A post-procedure check for pericardial effusion was completed, with no effusion initially noted. Almost a week later it was reported that a trace pericardial effusion had been observed at the end of the procedure, and the patient was monitored overnight in the hospital. On (B)(6) 2025, reevaluation showed that the effusion had increased to a moderate size, without signs of cardiac tamponade or hemodynamic instability. The physician decided to perform pericardiocentesis, which led to an abdominal hemorrhage, requiring the patient to remain hospitalized for additional days. The coordinator also noted that the patient was on plavix. The patient was discharged on (B)(6) 2025.